Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture and seroma.

Event description:
Healthcare professional reported left side "signs of intracapsular rupture", "periprosthetic particulate liquid", and "hypomastia". The device still remains implanted.